Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump exhibited constant error code "1871". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a missing battery door. Event log history was performed and showed that multiple "error code 1871" was found recorded in history. During analysis, the reported problem was duplicated, an error code "1871" message alarmed when infusing the pump and it was noted that the issue was caused by faulty motor. The motor was replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.